Manufacturer narrative:
Manufactures investigation conclusion: analysis of the log files provided by the account confirmed elevations in pump power and estimated flow; however, a specific cause could not be determined through this evaluation. Additionally, a pump stop event was confirmed through a submitted photograph; however, a specific cause could not be determined through this evaluation. The submitted log files contained from 16apr2019 through 30may2019. Elevations in pump power and estimated flow were observed on (B)(6) 2019, ranging from 14.8 to 16.3 watts and 12 lpm, respectively. These were accompanied by a decrease in pi to around 0.9. Based on previous complaint history, these conditions could be indicative of pump thrombosis. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log files. The hmii lvas IFU lists device thrombosis, hemolysis, and death as adverse events that may be associated with the use of heartmate ii left ventricular assist system and provides details regarding the recommended anticoagulation therapy and inr range. It also outlines indications of pump thrombosis as well as how to respond to such events. It also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. It also outlines all system controller alarms, including pump stops, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that there was no definitive diagnosis for the mentioned pain in pump and the patient was treated with pain medication. The patient had a chest CT, echocardiogram (echo) and a right heart catheterization. The patients¿ labs revealed the patient¿s lactate dehydrogenase (ldh) at 1500 u/l. The pump stopped for an unknown reason. It was reported that the patient survived for two months without the lvad with heart failure management. The patient passed away in cardiogenic shock and had a do-not-resuscitate (dnr) do not intubate (dni) order. The pump was not explanted, and the family will not be returning the equipment.

Event description:
Additional information reported that the patient expired on (B)(6) 2019 with the lvad pump still implanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Approximate age of device - 3 years 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had an increased power greater than 15 watts, had heart failure symptoms, pain at the pump and no increase in lactate dehydrogenase (ldh). Log file submitted for analysis. Additional information was received on (B)(6) 2019. Review of the log file by technical services showed 3 low flow alarms, increased power and flow with a decrease of the average pi below 2. The pump also stopped due to the pump being disconnected. Another log file was submitted on (B)(6) 2019. It showed power had increased as high as 16.3 watts and the flow was as high as 12 with the average pi as low as 0.9. The pump ingesting something cannot be confirmed via the log file. A picture was also received from clinical consultant that showed on the monitor the pump had stopped. Additional information was received on (B)(6) 2019 stated that the patient had passed. No further information was provided.